Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: couple charged unit was device is broken. A root cause could not be identified. Based on the results of the investigation, image was upside down due to couple charged unit was device is broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had horizon is straight and the image is upside down during set up. There were no reports of patient involvement.